Event description:
A side by side meter to hcp meter comparison was made with the rptr's meter reading 425 mg/dl and her nurse's meter reading 219 mg/dl. Tests were done minutes apart, using separate fingersticks. Rptr stated that she was having visual difficulty. No control solution test info was reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8